Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (unknown test strip lot), is related to case with patient identifier (B)(6) (test strip lot#: 476733).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: (B)(6). No adverse event reported. The customer used two different test strip vials for the results. The 2nd test strip vial lot number was not provided. It is unknown which results were taken on which test strip vial. Return of the suspect device was requested for evaluation.